Event description:
It was reported that image went black. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for the image went black. A visual inspection was performed and showed the scope to have distal tip damage and internal cracked lenses. This damage is caused by contact with another source. No manufacturing related defects were observed.